Event description:
It was reported that after successful ablation during a rotational atherectomy procedure, the tip of the wire fractured and reamins in a septal branch of the patient. No attempt was made at retrieval. Patient status is listed as "okay".